Event description:
Consumer reports testing their blood (back to back readings) and getting very different results. Analysis run on clark error grid using mean ang reading (31) as ref. Point vs. Bd reading (76) yielded data points in the d range of the grid, outside acceptable limits.